Event description:
It has been reported to philips that the footswitch is not working. The device was in clinical use. No patient harm reported. The system was rebooted, but this did not resolve the issue. The handswitch is working and was able x-ray. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot pedal was not working. The fse replaced the wired footswitch and returned the system to use in good working condition. The codes were updated based on the investigation outcome.